Event description:
It was reported by the dealer that while the catheter was being inserted into the pt via the femoral vein, the pt moved every which way resulting in catheter separation. As a result, the remaining catheter tip was removed from the pt and a new catheter was inserted without complications. Note: the lot numbers are presumed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.